Manufacturer narrative:
(B)(4). The device was returned because it would not secure the cutter device. Reliability engineering evaluated the device and observed that the device failed the cutter lock verification, the locking components were damaged preventing the cutter from locking (the device was power broken). The issue the locking components is consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device would not secure the cutter device. During in-house engineering evaluation, it was observed that the device was power broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.